Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 8) occurred during load sequence and cartridge had 200 units of insulin. A cartridge change was performed to resolve the issue, however it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reverted to an alternate form of insulin therapy. Customer's blood glucose ranged from 117-118 mg/dl.